Event description:
It was reported that the patient alert triggered for high right ventricular (rv) lead impedance. It was also reported there was high thresholds. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 7262cx implantable cardioverter defibrillator (ICD) (B)(6) 2011.

Manufacturer narrative:
Product event summary- the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory also indicated a lead impedance out of range alert, as well as an impedance trend on the rv (right ventricular) pacing lead was rising.